Event description:
It was reported that during a gastric bypass roux en y procedure, it was observed by the surgeon that a 1 centimeter segment of the staple line was open, the staples were not formed and gastric contents were visible. The surgeon oversewed that staple line.